Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level. The customer was able to successfully load a cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.